Manufacturer narrative:
Na

Event description:
Blue handled metal reusable liposuction cannula tip broke off inside pt. Tip was retrieved using c-arm fluoroscopy. Procedure was extended 30 - 45 minutes as a result of the event.